Manufacturer narrative:
The device was returned within a dispenser coil. The lot number was confirmed with the packaging returned with the device. The torque device, insertion tool or microcatheter used with the guidewire were not returned. During visual inspection, the guidewire was kinked 165cm from the proximal end. The ptfe coating was examined under magnification and was peeled/scraped off in several places between approximately 98cm to 165cm from the proximal end. The guidewire distal section and hydrophilic coating was examined along its length, and no anomaly was noted. The corewire distal end was observed through the distal tip dome and the nitinol tubing proximal bond and distal bond joints were in place. Functional testing was not performed due to the condition of the device returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared as per the directions for use. Continuous flush set up and maintained throughout the clinical procedure, and the patient's anatomy was moderate tortuous. An sl-10 microcatheter was used with the subject device. It is probable the guidewire ptfe coating was damaged when the torque device was being attached however this cannot be confirmed as the torque device was not returned for analysis. Therefore a cause of "undeterminable" has been assigned to the as analyzed ptfe coating peeling. The as reported and as analysed guidewire kinked/bent has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The device was returned for analysis, and the investigation of the device revealed that the guidewire (subject device) ptfe coating was peeled/scraped off in several places in the proximal end of the guidewire, and it was kinked and bent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.